Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number were unable to be obtained. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient was still incontinent after initial implant even though the physician believed that the implanted cuff was the correct size. Approximately six months after the implantation an artificial urinary sphincter (aus) revision surgery was performed in which the cuff was resized and replaced. The patient outcome is to be determined after patient's recovery.